Event description:
The patient reported that the infusion device does not properly display the a2 (battery low) alert. The patient also reported that the down button does not function and the back-light does not always work properly. At times, the battery only lasts for 2.5 weeks. No further information is available. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.